Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant the patient experienced a hematoma which was treated and resolved. It was further reported that ap proximately one month post implant the patient had a fall and the implant was noted to be infected and have puss. Antibiotic treatment was necessary. The implantable pulse generator (ipg) system was explanted and the ipg will be kept to be used in the future. No further patient complications have been reported as a result of this event.